Event description:
It was reported that a patient in the system longevity study presented to the emergency room for chest pain. Further testing showed the patient had pericardial effusion. Information obtained stated that the pericardial effusion was caused by the guide catheter when implanting the left ventricular (lv) lead. The chest pain was managed medically, including morphine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.